Manufacturer narrative:
Although it has been indicated that the used device will be returned for eval, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a f/u medwatch. (B)(4)

Event description:
As reported by the end user, when preparing for a cardiac catheterization the physician filled the contrast control squeeze with contrast. The physician then noticed air in the contrast line. The line was flushed and the procedure was competed with the same device and without further incident. As this occurred during prep there was no contact with the pt and hence no harm to the pt.